Event description:
Boston scientific received information that during a follow up visit, visual inspection revealed minimal erosion at the pocket site. No treatment was necessary. There were no additional adverse effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.